Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. Initially, the patient reported experiencing inconsistent relief and numbness to their leg. Troubleshooting attempts were made by switching programs and the patient stated they still felt stimulation in their groin area and down their leg. Each electrode was evaluated to see if the patient had a sensory response in the buttock area. The patient had full motor response of the hip rotation on all four electrodes. The patient had their device turned off to verify the placement of the device. The patient had an x-ray, and the results showed the tined lead migrated deeper. The patient does experience pain due to a pre-existing condition, but the discomfort down their leg was new. There was no further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. Initially, the patient reported experiencing inconsistent relief and numbness to their leg. Troubleshooting attempts were made by switching programs and the patient stated they still felt stimulation in their groin area and down their leg. Each electrode was evaluated to see if the patient had a sensory response in the buttock area. The patient had full motor response of the hip rotation on all four electrodes. The patient had their device turned off to verify the placement of the device. The patient had an x-ray, and the results showed the tined lead migrated deeper. The patient does experience pain due to a pre-existing condition, but the discomfort down their leg was new. There was no further patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to discomfort, numbness, pain, undesired sensations, stimulation-related which is addressed in the product labeling and risk documentation. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.